Manufacturer narrative:
This report is being filed on an international product, list number 03p25-74 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I. The customer reported that the recent positive rate was high, which was as follows: october: 4.7%, november: 8.33%, december: 12.56%. Upon further review, the customer reported that calibration was done mid november and that there was a calibrator problem. It was communicated that the luminescence value skewed low and that the qc and patient results skewed high. Qc was not out of range. The customer reported normal luminescence value after recalibration was performed. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect i2000sr assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67205ud01. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 67205ud01 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 67205ud01 was identified.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I. The customer reported that the recent positive rate was high, which was as follows: october: 4.7%, november: 8.33%, december: 12.56%. Upon further review, the customer reported that calibration was done mid november and that there was a calibrator problem. It was communicated that the luminescence value skewed low and that the qc and patient results skewed high. Qc was not out of range. The customer reported normal luminescence value after recalibration was performed. There was no reported impact to patient management.